Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was dim light. No procedure or patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
Per manufacturer's investigation results: during the manufacturer's technical inspection, the error description provided by the customer was confirmed. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wearof the adhesive causes liquid to penetrate the blade, which affects the electronics, and the light is dim. The instructions for use specify that a visual and functional inspection must be carried out before starting any work. The investigations carried out above did not reveal any causes related to the labelling, or the device history. All production-related quality checks were passed and no deviations were found in the manufacturing documentation for the devices. The labelling contained appropriate instructions and warnings. No systematic error was found. This event is filed under internal complaint ID (B)(4).